Manufacturer narrative:
Review of the ion system logs for the reported procedure date found that no system errors occurred during the procedure that were relevant to the reported event. A device history record (DHR) review found no non-conformance's were identified to be related to the patient event. A review of the event performed by an intuitive surgical medical safety officer concluded that based on the available data it is possible the procedure may have been a contributing factor to the venous thromboembolism (vte) event and therefore the pulmonary embolism 2 weeks post biopsy may have been procedure related. There is no compelling evidence the event was device related. The cause of death was reported to be due to acute respiratory failure due to pulmonary embolism in the setting of lung cancer. There was no allegation of a malfunction of the ion system, instruments or accessories associated with the reported complication. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%). Another prospective multicenter international study of 1,215 cases reported 1 associated death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. There were no reported events of venous thromboembolism (vte) including deep venous thrombosis or pulmonary embolism. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths and no vte. However, it is possible that immobility during general anesthesia and the small amount of bleeding and subsequent clotting associated with lung biopsies may confer some degree of increased risk of vte events. Likely of more relevance, it is estimated that cancer confers a 4-7x higher risk for vte. The higher rate of vte has been reported to range between 3-13.9% in patients with lung cancer. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Blom jw, doggen cj, osanto s, rosendaal fr. Malignancies, prothrombotic mutations, and the risk of venous thrombosis. Jama. 2005. Bagchi a, khan ms, saraswat a, ansari a, nai q, iyer v, hamouda d, khuder s, verghese c. Increased incidence of thrombotic complications with non-small cell lung cancer necessitates consideration of prophylactic anticoagulation in young individuals. Cureus. 2021. Chew hk, davies am, wun t, harvey d, zhou h, white rh. The incidence of venous thromboembolism among patients with primary lung cancer. J thromb haemost. 2008. Connolly gc, dalal m, lin j, khorana aa. Incidence and predictors of venous thromboembolism (vte) among ambulatory patients with lung cancer. Lung cancer. 2012.

Event description:
A patient enrolled in a registry study underwent an uneventful ion biopsy procedure. The procedure was completed without complications or device malfunctions. Approximately two weeks after the procedure, the patient experienced respiratory failure that required hospitalization in the intensive care unit, and passed away 5 days later (21 days post-procedure). The cause of death was determined by the principle investigator to be respiratory failure from acute pulmonary embolism related to the comorbid condition of non-small cell lung cancer. The event was assessed as definitely related to the patient's pre-existing condition, but not related to the ion devices or the procedure.